Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be have been a result of challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced and placed on the mitral valve. After deployment, it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A third clip was implanted, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.